Manufacturer narrative:
Zoll medical corporation evaluated the one step CPR complete electrodes. The device and cable accessories were not returned for evaluation. The customer's report was not replicated or confirmed. The pads, attached to a known good device, was put through extensive testing including 30 j self test without duplicating the customer's report. The device logs were not provided for the review. The pads were replaced and scrapped after testing. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.